Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mtm involved with this complaint and completed the device evaluation. Failure analysis was not able to reproduce the reported failure but the error was confirmed to have occurred via error logs. Visual inspection was performed and sine cycle was performed without issues. The axis motor will be replaced as precaution. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed multiple error codes 23025 and 23008. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the site¿s system logs and found the errors were pointing to the master tool manipulator (mtm). At that time, the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the system kept alarming even after the customer recovered from the fault. The customer performed a power cycle but the issue persisted. The error codes 23025 and 23008 were observed immediately after starting the procedure as the surgeon moved the mtm. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the mtm to resolve the issue. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr).